Event description:
Per nursing staff, PICC lumens were caught in bed rail and upon repositioning, one lumen was ripped off. Someone applied hemostats to the open ended PICC. IV team assessed the PICC and suggest md place central line and PICC be removed. FDA safety report ID # (B)(4).